Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was having issues with air bubbles and low reservoir alarms. Customer stated that she used up 2 reservoirs in the process of figuring out the steps. Customer stated that she does not remember if the alarm went off when she was running low on insulin.